Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023 during the dispensing process, the nurse found that there was leakage at the catheter connection when using the closed intravenous indwelling needle, and immediately notified the equipment department.

Manufacturer narrative:
Investigation summary: no actual samples and photos have been received for the complaint, and the specific leakage site and damage state of the catheter hub cannot be confirmed. A device history review was conducted for lot number 2248012. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.